Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous de novo left circumflex artery that is 99% stenosed. The lesion was pre-dilated with an unspecified 2.0x12mm balloon and the 3.0x12mm xience prime stent delivery system was deployed. Post dilatation was performed with an unspecified 3.0x08mm non-compliant balloon at 14 atmospheres. A distal edge dissection was observed and covered with another xience prime stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.